Event description:
The pt reportedly used the suspect device to check blood glucose and obtained a result of 253 mg/dl. Pt had friend call the paramedics and when they arrived they tested pt on their equipment and glucose was 17 mg/dl. Pt was then treated with a IV. Glucose control solutions were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.